Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as an open wound that got infected. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed an antibiotic for the skin irritation and advised to discontinue use of the lifevest. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.